Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to broken insulation at the is-1 connector. The shocking portion of the lead was capped and abandoned. A new lead model 134 was implanted.